Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece. The lead was returned with the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil over torqued at the connector region consistent with procedural damage. X- ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/ tissue and over torqued of the inner coil.

Event description:
It was reported that the patient presented to the hospital for a dual-chamber pacemaker implant procedure. Prior the implantation, it was noted that the helix of the right ventricular (rv) lead failed to retract. The rv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.